Event description:
N/a.

Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. Investigation showed that the shock cushion had moved forward in handle which was impeding the handle from closing or holding properly, the 6 inch transitional teeth, shock cushion, 1/4" pin, and adjustment wrench threads were worn, and the unit failed multiple specific functional tests. The reported complaint was confirmed. The DHR documentation showed no abnormalities related to the reported failure.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00167.

Event description:
This is 1 of 2 reports. A customer reported that the a2101 mayfield ultra base unit moved after being locked. There was no known patient injury nor delay in surgery.